Event description:
It was reported that, "iol implanted on the left eye of pt in 2000. Extreme inflammation occurred on 01/27/2000 - fibrinoid reaction on anterior chamber - treated with tobradex, maxitol and atropine."